Manufacturer narrative:
Method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Medical review - potential risks by leaving this lens inside are: cataract formation, inflammation, further luxation of the icl into the ac or the vitreous chamber. Potential symptoms are: glare/halos, blurred vision, ocular pain, inflammation, etc. Imaging techniques to ascertain the current status of the icl in the eye and potential risks is critical in order to avoid future complications and interventions. Management of dislocated lens due to zonnular impairment is removal of the icl. Whether this was also a short lens is unknown as the current vaulting is in the inferior position, however we cannot rule out a short lens as additional factor to potentially damaged zonnules. Pre-existing zonnular weakness or tears may have been undetected (patient's condition). It is unlikely the icl could cause zonnular rupture when surgical maneuvers are appropriate. According to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular sulcus or ciliary sulcus cyst, etc). Conclusions: based on the complaint history, medical review and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's left eye (os) three years ago. Post-operatively, the icl was noted to be small for the patients sulcus and slightly decentered inferiorly. Three years later, decentration has increased but vision is 6/12p, the patient is asymptomatic and happy. No evidence of cataract formation or inflammation. The icl remains implanted.

Manufacturer narrative:
Pt age: date of birth - unk. Pt weight: unk. Date of event: unk. Implant date: unk. Explant date: unk. (B)(4). Device evaluated by manufacturer? No. Lens remains implanted. (B)(4).